Event description:
Synovitis. Knee effusion [joint effusion]. No longer alive [death]. Case description: spontaneous report was received on (B)(4) 2013 (additional info was received on (B)(4) 2013) from a physician regarding a male pt (age not provided), initials unk, with arthritis. The pt's medical history was significant for having lead bullet fragments in knee joint. On an unspecified date, the pt initiated treatment with synvisc (hylan gf 20) injection, route and dosage regimen not provided, into an unspecified knee. The lot number of synvisc was not provided. On an unspecified date, the pt developed synovitis. Arthrocentesis was performed and unk amount of fluid was aspirated. It was reported that the pt was taken to operation room to wash him out. Later, on an unspecified date, the pt died of unreported cause. The action taken with synvisc treatment was not provided. The outcome for the events of synovitis and knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of "no longer alive" (death nos) and synovitis was severe. The intensity for the event of knee effusion was not provided. The reporting physician did not provide the relationship between synvisc and all the events.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Eval summary: the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: as only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.